Event description:
It was reported to covidien on (B)(6) 2007 that a customer had an issue with a catheter, continuous flow. The customer reports the device was being removed through 8fr sheath. Met resistance at distal balloon. Further deflation with 20cc syringe; device was able to be removed. Upon reinflation, distal balloon would not hold pressure and case was ended.

Manufacturer narrative:
Submit date: (B)(4) 2010. In march 2009, covidien acquired bacchus medical. Covidien has undertaken a review of bacchus' old complaints and determined that certain complaints were MDR reportable. As a result, covidien is filing this MDR report. Due to the nature of the record keeping and investigation practices of the previous owner, we are unable to provide determinations or conclusions about the possible root cause(s) of the issue being reported. We do not expect to receive additional information about this complaint.